Event description:
It was reported that the right atrial lead capture threshold increased from 2.1 v, 0.4 ms to 4.5 v, 0.4 ms. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.